Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media post that the insulin was not delivering consistently. The customer's blood glucose levels were unknown at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was concerned because this was the second hardware failure requiring replacement in the last 6 months. The customer did not provide enough information for them to be identified. The insulin pump will not be returned for analysis.